Manufacturer narrative:
Evaluation summary: the sample was returned by the customer. A visual examination of the exterior of the returned sample showed no anomalies with the bottle or cap that would have contributed to the complaint condition. The cap was removed to observe the solution, the solution appeared to have no visible particulates, and had typical odor, coloring and clarity. This product lot expired on 12/31/2007. The complaint history was reviewed for this lot and there were no other complaints reported. Review of the compounding and filling mbr's showed no anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined however this condition likely occurred due to customer using the product long after the expiration date. Additional information was requested via mail on 01/21/2011 and 02/10/2011; via phone on 02/01/2011 and 02/16/2011. At this time, additional information has not been received. (B)(4).

Event description:
A consumer reported she experienced a corneal burn following the use of this product. She stated her health care professional noted it was due to the solution; however, when the product was returned it was found to be expired in 2007. Additional information has been requested.